Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging supplies, there was no reported adverse impact to the customers blood glucose level. Reportedly, customer will revert to an old pump as an alternative method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.